Event description:
A customer reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy, and the issue was resolved.